Event description:
It was reported that a 40-year-old female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side. Scans and physical exam confirmed the diagnosis. The patient underwent bilateral explantation and replacement with catalog number 3508004bc; serial number (B)(4) on the left side, and with catalog number 3508004bc; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2022, mentor became aware of the following information, and corresponding fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate plus profile" field d4 for catalog number has been updated to "3502425". Field d4 for lot number has been updated to "9422167". Field d4 for unique identifier( UDI) has been updated to (B)(4). Date of implant under field d6a has been updated to (B)(6) 2021. Field g4 for PMA/ 510(k) has been updated to "p990075". Affected side updated from right to left. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 3, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the device is inside a packet bag, is not possible to differentiate any problem with the breast implant. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 24, 2023, the following information has been updated on this form: 1. Date of birth under field a2 has been updated to "(B)(6) 1978" 3. Date of explant has been updated from (B)(6) 2022 to (B)(6) 2022 under field d6b. 4. Medical notes stated that deflated right implant was discarded and the intact implant was kept, MRI showed right saline implant was deflated. Therefore: medical device problem code has been updated to "adverse event without identified device or use problem" under field h6 per capsulotomy performed on the left side implant as per operative report received. Right side complication is reported under manufacture reference number 1645337-2021-12345. Replacement devices used on march 24, 2022 were catalog number 3508004bc serial number (B)(6) on the left side, and catalog number 3508004bc; serial number (B)(6) on the right side. Reason for device explant and/or reoperation: left adverse event. Photo evaluation was re-completed on february 2, 2022 as follows: upon visual evaluation of the image provided in the complaint, the device is inside a packet bag, is not possible to differentiate any problem with the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).